Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient said every time they sit down, they feel like they are sitting on the device and it hurts. Patient states, "it feels like it moved somehow" and that it's "pushing out." Patient initially said they first noticed this about a week ago or so, but at the end of the call stated they weren't sure when it started. Patient denied any falls or trauma to the area. Patient also said they have had some accidents a couple times, but were able to successfully connect to their ins and adjust settings, which resolved the issue. Given that the patient confirmed they were still getting stim therapy and could connect to ins, agent suggested patient reach out to managing hcp for further evaluation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had an appointment on (B)(6) 2024, and the cause of the pain when sitting was because they set the setting too high. And during their appointment, the setting were changed and reprogrammed. The issue was resolved and no further action will be taken.